Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (afib) a intellanav mifi open-irrigated catheter was selected for use. When the physician was performing an atrial fibrillation (af) ablation and over torqued the catheter, a break in the the irrigation port happened and blood came back through the catheter. They removed the catheter to inspected it and found cracks at the irrigation port. The catheter was replaced with the same model. The procedure was completed without any patient complications.